Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to b1 of the previous report: "hospitalization - initial or prolonged" was inadvertently checked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A formal investigation concluded the malfunction occurred due to a manufacturing process defect. There have since been an exhaustive revision of the process. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that when using an ez dilate balloon dilator (fw) 18-19-20, the balloon got stuck in the endoscope and needed to be cut to remove it. The event occurred during the therapeutic procedure (upper gi endoscopy) and was completed with a similar device. There was no patient harm associated with the event. This report is linked to patient identifier: (B)(6).

Manufacturer narrative:
The device is expected to be returned for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.